Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a message stating that the cartridge was overloaded. The customer attempted to reload but unable to get past the fill tubing and experienced a delay in loading the cartridge. During troubleshooting, tandem technical support (cts) assisted the customer through loading the cartridge. There was no impact to the customer's blood glucose level.